Manufacturer narrative:
Concomitant medical product: sedr01 ipg implanted: (B)(6) 2013. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was also reported that the right ventricular (rv) lead exhibited high impedance, non-capture and was possibly fractured. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.